Manufacturer narrative:
(B)(4) a journal article entitled "long-term outcomes of over 8,000 medial oxford phase 3 unicompartmental knees¿a systematic review", by mohammad hr, (2017), investigated under (B)(4), was based on a review of 15 other publications. Separate complaints have been raised to investigate journals mentioned in this medical paper. This complaint refers to the study entitled "causes and time of surgical interventions after oxford unicompartmental knee arthroplasty: results of a 15 years vreden institute experience" by kornilov, nn, (2016), presented at oxford partial knee 40 year symposium 2016. This journal article could not be located however, the summary of the reported adverse events has been found in the supplemental material within the following journal article: hasan r mohammad, louise strickland, thomas w hamilton and david w murray. "Long-term outcomes of over 8,000 medial oxford phase 3 unicompartmental knees¿a systematic review" (2017). Issn: 1745-3674 (print) 1745-3682 (online) journal homepage: http://www.tandfonline.com/loi/iort20 (B)(6) as limited information was received from the complainant, the reported events could not be confirmed. As the lot number of the devices are unknown, DHR reviews could not be performed. Root causes could not be determined. If further information is found that would change or alter any conclusions reached, a supplemental approach will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article entitled "long-term outcomes of over 8,000 medial oxford phase 3 unicompartmental knees¿a systematic review", by mohammad hr, (2017), investigated under (B)(4), was based on a review of 15 other publications. Separate complaints have been raised to investigate journals mentioned in this medical paper. This complaint refers to the study entitled "causes and time of surgical interventions after oxford unicompartmental knee arthroplasty: results of a 15 years vreden institute experience" by kornilov, nn, (2016), presented at oxford partial knee 40 year symposium 2016. This journal article could not be located however, the summary of the reported adverse events has been found in the supplemental material within mr mohammad's article. This complaint refers to 1 knee revision due to lateral meniscus tear.